Manufacturer narrative:
Eval summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken. The device was cycled and was noted to be empty. Upon first firing, the device locked out. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. An invetigation has been initiated to determine the cause of this issue. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a gall bladder procedure, the clips would not advance. Another like instrument was used to complete the case. There was no adverse pt consequence.